Event description:
It was reported that the insulin pump was giving motor error and no delivery alarms. The caller also stated that the customer had recently been hospitalized due to motor error alarms. No details were given about the hospitalization. The customer's current blood glucose reading read high on the glucometer, and was treated with an injection. Troubleshooting was performed, and the insulin pump passed the prime test. Advised that the alarms were due to occlusions at the tubing and reservoir connection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.